Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent low blood glucose (bg) levels below 40mg/dl were experienced. Carbohydrates were consumed each time to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. The pump logs were reviewed by tandem technical support and it was found that the pump was performing as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.